Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements. Additionally, no pacing output was observed. The lead was repositioned multiple times but the issues could not be resolved. The lead was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.